Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the cannula mount in poor condition and it was not holding the cannula securely in place causing cannula recognition issues. The fse replaced the cannula mount to resolve the issue. The system was tested and verified as ready for use. No image or procedure video was provided for review. Error logs were reviewed during troubleshooting and errors pointing to the cannula were identified. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the cannula not being detected, and instruments not being recognized. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated that the cannula was not detected at start of case. Customer re-draped the universal surgical manipulator (usm) with no changes. The customer stated that the surgeon converted to laparoscopic surgery and completed the case before calling tech support. No troubleshooting was performed with the technical support engineer (tse). Customer requested usm1 be checked. Tse viewed the logs and found error 22008 on usm1. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use, and there were no issues noted during either start-up or set-up. The procedure was converted to laparoscopic surgery due to one of the arms not recognizing the instrument. There was no patient injury. Troubleshooting was performed with technical support, but the issue was not resolved. The system was inspected prior to use with no issue noted. There were no outside influences noted and the customer attempted to reseat the instrument and drape. There was no post operative complications reported and no video is available for review.